Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during fill three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the heater bag was disconnected. The technical service representative assisted the patient in ending therapy. Proper procedure was review with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However a loose connection of the heater bag was reported which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.